Event description:
It was reported that during a device upgrade procedure, the right ventricular lead exhibited an increase in capture thresholds and undersensing. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.